Event description:
It was reported to boston scientific corporation in 2008 that an autotome sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Patient gender, age and weight unknown) according to the complaint during the procedure, they had resistance exchanging the autotome sphincterotomes off of the wire. When they got the tome out of the scope, they noticed a little bit of plastic on the shaft of the sphincterotome was disfigured. They were able to get it out. And used the sphincterotome and everything was ok. They completed the case with the subject device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine"

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.